Manufacturer narrative:
The device was returned to olympus for inspection. As noted in section b5, there was a foreign object in the nozzle. A definite root cause of the reported issue could not be identified. Based on the results of the investigation, it was unknown from the provided information, if the user conducted reprocessing in accordance with instruction for use or not. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign object in the nozzle. There was no patient involvement.